Event description:
It was reported the front screen / lcd (liquid crystal display) is smashed after the unit was dropped. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was broken. It was also noted that the upper case was broken/contaminated, the lower case was broken/contaminated, the battery release was contaminated, two side bail covers were contaminated, the ring cover was contaminated, the lead flex cover was contaminated, three case screws were missing, the atrial output connector was broken, the battery contacts were compressed, one side bail was bent, the encoder flex was contaminated, the battery drawer was broken and the battery flex was contaminated. (B)(4).

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. The change is reflected in this report.